Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular approximately 27 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the insulation and the outer conductor coil were severed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Ous MDR - it was reported that the lead was explanted due to elevated pacing parameters detected during a follow up. Insulation damage was observed after the explant. The pacemaker was also explanted. The lead was not returned. No adverse patient side effects were reported.